Manufacturer narrative:
Correction: this report was inadvertently reported as a serious injury event on the initial report. This incident does not meet the definition of a serious injury at this time as no medical intervention was required, and no patient death or serious injury occurred. This incident reflects a reportable malfunction. Three pictures were received for evaluation. Upon review, a small tear in the pilot balloon of the inflation line was observed. Additionally,one tracheostomy tube was returned for evaluation. Visual inspection of the device found it to have one small tear in the pilot balloon. The following operations were reviewed: cuff assembly inflation line assembly; no discrepancies were noted. The reported allegation has been confirmed, and the problem source has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was observed to be damaged. It was reported that following intubating the trach into the patient, the cuff was attempted to be inflated, but did not. The trach was returned for analysis. There were no reported adverse patient effects.